Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Manufacturer narrative:
Iu observed that the meter has a solid vertical line appearing in the middle of the display. Iu observed that the location of the vertical line on the display does distort the decimal point and digit during the simulation test, therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Iu observed that the meter could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. The customer's allegation of a solid line in the display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.

Event description:
Patient reported there is a thin vertical black line on the display of the blood glucose monitoring device. Patient stated the line is also visible during the display check. Patient reported that it is not preventing her from reading the results, but it is getting wider. Preliminary results show that the black line on the display crossed the dot in the results field. Misinterpretation of readings is possible. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.